Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. Field service engineer (fse) duplicated complaint: unit failed est with check valve 2 (cv2) leak error code (3109), crossover test failed. Fse replaced the cv2 to resolve the issue. Unit passed est and performance verification test successfully and is ready for clinical use.

Event description:
Customer reported the unit failed extended self-test (est). There was no patient involvement.